Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the instrument has localized corrosion. The epoxy on the drill guide is either missing or degraded. There have been no other non-conformances for corrosion for this instrument and no other parts for these lots in question have been returned. There are no nonconforming features on the device except for the corrosion noted. Based on these determinations this reported failure is not associated with the manufacturing processes. Based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that the drill guides (388.393 and 03.614.011) are rusting, the torque limiting handle (30.614.035) do not work properly, the rod cutter (03.614.021) has a dull blade and does not cut well, the persuader (03.614.027) is rusting, the quick coupling handles (324.107) are rusty, and the depth gauge (03.161.028) is broken. This is report 2 of 6 for this event.

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 6 for this complaint (B)(4).